Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed failed battery test. Customer was assisted with troubleshooting. Customer's blood glucose level at the time of the incident was 211mg/dl. The insulin pump alarmed replace battery now. Customer stated inserting new batteries and insulin did not received battery failed alarm. Troubleshooting for detected two power error message was also performed. Customer stated that power error back up battery failure has been draining the battery and was received while sitting down. Customer was advised that internal power source in the pump was unable to change, and customer was advised on how to clear alarm and resolve issue. The insulin pump will not be returned for analysis.